Event description:
Consumer indicated the clear piece of the applicator plunger came detached and was inserted with the tampon. She experienced severe pain until she removed the tampon and plunger piece.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Consumer did not return product samples for evaluation.